Event description:
The patient complainted of unusual sound quality. Evaluation using the appropriate diagnostic equipment suggested that the device was functioning according to manufacturer's specifications. The patient and health care professionals decided to electively explant the device. Explantation/reimplantation surgery was done on 09/05/1998. The device was analyzed. The results showed that the device did not function according to specifications.